Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no harm or injury reported. The device was returned to third party service center and evaluated. Evaluation results found white particles were visible as contamination finding. Additionally, error code present as technical findings and the device has been scrapped.

Manufacturer narrative:
H3 other text : device has been evaluated by third party service center.

Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.